Manufacturer narrative:
Product ID dtma1q1 ICD implanted: (B)(6) 2018; product ID 4675 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counters (sic) and non-sustained high rates. It was noted that there was a large increase in sic and that the current programmed vector seemed to indicate that there was double counting of the r waves. The lead remains in use. No patient complications have been reported as a result of this event.